Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test or verify pump error 53 alarm due to critical pump error (open book image), unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. The pump was cut open to perform a visual inspection moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail and pillowing keypad overlay. Unable to confirm pump error 53 due to critical pump error (open book image). Critical pump error (open book image) due to moisture damaged to (pcba 1 and pcba 2), motor, and force sensor and cracked case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump rails also pump exposed to moisture and customer experienced (software error detected)pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported crack on the pump not related to the retainer ring. Customer reported that the pump was exposed to moisture. Fluid was present in the pump. The pump did not return to normal function, or fluid was reported under the lcd, or the customer reports hearing fluid when shaking the pump. Customer was unable rewind the pump for reported alarm. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.